Event description:
It was reported that the patient was admitted on (B)(6) 2022 with complaints of weakness and confusion which was thought to be related to gastrointestinal bleeding. An endoscopic procedure was completed but did not reveal the source of bleeding. One polyp was removed from the transverse colon but was not actively bleeding. The patient received two units of blood. While admitted, the patient was also found to have a sternal wound which was debrided and washed out. The sternal wound culture was positive for pseudomonas. Patient discharged (B)(6) 2022 with international normalized ratio (inr) goal of 1.8-2.2 and to receive cefepime IV until (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (infection and gastrointestinal (gi) bleeding) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. This section provides care instructions regarding preventing infection are provided in, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.